Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: report of "valve protection mechanism did not work" could not be confirmed. Holder was not returned for evaluation. Report of suture loop was confirmed due to a light indentation observed on leaflet 1 near commissure 2. Report of regurgitation was likely due to suture loop. X-ray demonstrated commissure 2 bent and wireform intact. Suture holes were visible around the sewing ring. The ID tag and clip were also returned. Additional manufacturer narrative: based on the information received and product evaluation findings, report of regurgitation was likely due to suture loop which is a technical surgical issue. Report of "injury to the lv below the annulus" was most likely due to patient's clinical condition. Manufacturing records were reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. A manufacturing defect was not identified. Edwards¿ pericardial mitral valves utilize the tricentrix holder system to minimize suture loop and chordate entrapment. The instructions for use (IFU) was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The IFU provides the following cautions: ¿avoid looping or catching a suture around the open cages, free struts, or commissure supports of the valve which would interfere with proper valvular function. To avoid suture looping, it is essential to leave the deployed holder in place until all knots are tied. However, if leaving the holder in place obstructs the surgeon¿s view, the sutures adjacent to each of the three stent posts must be tied down before cutting the three holder attachment threads to remove the holder. If the deployed holder attachment threads are cut before these adjacent sutures are tied down, the holder can no longer prevent suture looping around the stent posts. Special attention must be given to avoid tying the sutures on top of the corners of the holder legs.¿ no further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a mitral bioprosthetic valve was removed during implant due to severe mitral regurgitation noted when off pump. The surgeon reported that a string from one of the sutures was caught on a strut and the valve protection mechanism did not work. The valve was replaced with a non-edwards valve. Per obtain information, the mitral annulus was seized and a 25mm edwards valve was selected. The 25mm valve was seated with the valve holder in place and secured. The valve holder frame was removed and the valve appeared competent. The atriotomy was closed and patient was weaned from cardiopulmonary bypass. Transesophageal echocardiogram demonstrated severe mitral regurgitation that was central in nature. One of the leaflets of the valve was impinged and not closing properly. The patient was place back on bypass and atriotomy re-opened. The valve was explanted and there was clear impingement on the post closest to the posterior annulus. It was assumed a loop had impinged on this post end valve leaflet. There was suspected scrape or injury to the lv below the annulus. Given the friable nature of this patient's tissue, a piece of bovine pericardium was used to repair the injury. The patient was transferred in good condition to the cardiovascular intensive care unit. Patient was discharged on post-operative day 17.

Manufacturer narrative:
Product evaluation results from initial submission. Report of regurgitation was visually confirmed due to suture loop. Suture track indentations were observed on leaflets 2 and 3 near commissure 3, indicating the suture was looped around commissure 3. Customer report of "valve protection mechanism did not work" was not confirmed. The tricentrix holder was returned in the un-deployed position. It was observed that the post remained in the locked position. During evaluation, the post was unlocked and the tricentrix was able to be fully deployed. All three green suture on the holder had been cut at the cutting channel. X-ray demonstrated wireform intact.